Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 2.5 x 32 mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The device was withdrawn and the stent dislodged in the mid left anterior descending artery. The dislodged stent was retrieved using a snare. The procedure was completed with another device. No further pt injuries or complications occurred. Pt's status is satisfactory.